Event description:
It was reported that a lineum screw broke three months after fixation. A revision surgery was scheduled for (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned product was evaluated and the complaint was confirmed. Both returned screws have a broken tip, one of the tips broke 2 threads away from the head (screw #1), and the other one broke about 5 threads away from the head (screw #2). The returned product was also evaluated with the director of engineering, and it is believed that screw # 2 most likely broke due to very hard patient bone. However, it not possible to determine the root cause for screw # 1 breaking. The device history record was reviewed and there were no non-conformances or temporary deviations associated with these devices. All inspected features were found to meet specifications upon original receipt. There are no indications that manufacturing issues would have contributed to this event. The package insert distributed with this device states "bending, loosening or fracture of the implants or instruments" are possible adverse effects.